Event description:
It was reported that the user, after consulting with their trainer, proceeded with a factory reset of the ilet and was counseled that weight entry and going bionic could occur only after the sensor connected and the ilet received glucose readings, with education provided on using appropriate meal announcements rather than announcing less than meals to avoid hypoglycemia. No reported symptoms. Outcomes included completion of troubleshooting and education with guidance on best practices for pump use. Investigation included guided device reset and confirmation of required sensor connection before resuming full ilet functionality. Investigation of this case revealed that the device functioned as designed and that user practices related to meal announcements necessitated education. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement behavior.